Event description:
It was reported that when the device was used during a laparoscopic sigma resection, it was reported by the affiliate that the articulating lever was broken. Another device was used to complete the case. There was no consequence to the patient.